Manufacturer narrative:
Additional information: b5 - a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and narrow residual anterior chamber. The lens was exchanged for a shorter length lens and the problem resolved. Cause of the event is unknown. (B)(4).

Manufacturer narrative:
Correction: d4 model# - vticm5_12.6 (-8.0/1.0) corrected to vticm5_12.6 (-12.5/5.0) in initial MDR. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and narrow residual anterior chamber. The lens was exchanged for a shorter length lens. Cause of the event is unknown.

Manufacturer narrative:
H6- health effect- clinical code: 4581- very narrow anterior chamber. H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #: (B)(4).